Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-05807. Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-05807. It was reported both of the patient's leads were found to have migrated via x-rays. Review of the manufacturer's device record database revealed the patient's leads were explanted and replaced.

Manufacturer narrative:
Corrected data: patient weight (patient's weight was inadvertently omitted from the initial report).

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-05807.